Event description:
The surgeon was completed the final tightening of the lock nut when the threaded end of the toggle post broke. The screw was removed and replaced with another which resulted in 10 additional minutes of surgery time.

Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.